Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer silver plate was completely broken. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer silver plate was completely broken. The field service engineer (fse) found broken slide rails on the cubie drawer and could not be repaired, and the drawer was inaccessible. Then, the fse replaced half height cubie drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.